Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31 x 8 english cannula was sticking out of the sheath. This occurred on 3 occasions before use. The following information was provided by the initial reporter: comments: three needles out of the same batch have been sticking out of the sheath. One was quite literally at a right angle to the sheath and sticking out just above the base. I wanted to alert you to what I suspect is a quality control issue.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020 h.6. Investigation: one open 31g x 8mm pen needle sample and three photos were returned from lot. No. 8128654, cat. No.320631. Visual examination was carried out on the returned sample and photos and a cannula through shield was observed. An identation mark on the hub and a hole in the shield was also observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station.

Event description:
It was reported that pen needle 31x8 english cannula was sticking out of the sheath. This occurred on 3 occasions before use. The following information was provided by the initial reporter: comments: three needles out of the same batch have been sticking out of the sheath. One was quite literally at a right angle to the sheath and sticking out just above the base. I wanted to alert you to what I suspect is a quality control issue.